Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. Customer states his pump received a no delivery alarm which kept reoccurring, the alarm did not occur during manual prime. Customer decline to trouble shoot for low blood glucose levels at time of call. The customer did not mention any symptoms with low blood glucose levels, treated with carb intake. The product was not returned for analysis.